Manufacturer narrative:
The pump has not been requested for return to animas at this time; troubleshooting of the event found no problems with the product. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging a hospitalization for diabetic ketoacidosis with a blood glucose of 440 mg/dl and nausea/vomiting. Animas reviewed the pump with the reporter and found that there were no pump suspends, the basal rate matched the programmed totals, the bolus history indicated all boluses were completed, there were no alarms related to the event, and the time and date were set correctly in the pump. The reporter confirmed that there were no site or infusion set issues noted. The reporter indicated that the pump was to be resumed upon discharge. This report is made based on the allegation that the patient experienced diabetic ketoacidosis of unclear cause while using insulin pump therapy.